Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11. The product was not returned. All product and batch history records are quality reviewed prior to product release. No similar complaint and no non-conformance reported for the product lot/batch/serial under investigation. Associated products were not provided. It is unknown if qualified products were used. The company lens is only qualified for use in the cartridge. The product investigation could not identify a root cause for the reported complaint. The product has not been received to evaluate. Associated products were not provided. It is unknown if qualified products were used. The company is only qualified for use with the company cartridges. The IFU (instructions for use) instructs: company foldable intraocular lens are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: use holding forceps to grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until it is centered with or slightly past the outline etched into the top of the cartridge. The trailing haptic will extend from the proximal end of the cartridge. Position the trailing haptic to the left of the haptic post as shown in the detailed view. This will allow the plunger to go past the haptic during the initial advancement of the plunger into the cartridge. Verify the lens is positioned on the bottom surface of the cartridge. The haptic should be maintained to the left of the post when the lens is loaded correctly. Accurate positioning of the lens will decrease the potential for optic and haptic damage. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that, cataract surgery with intraocular lens (iol) implant procedure, it was found that the lens had been scratched during its roll out in the capsular bag. After the initial procedure, the lens was taken out and replaced with a new one. After surgery, the patient appeared to have miraculously recovered 6/6 vision from the implanted lens. Following post operation of the lens, the patient's vision appeared to be 6/6.